Event description:
It was reported that during the surgery, the foley catheter had spontaneously dislodged. Because the balloon portion had become shrunk, when sterile water was injected again, the water leaked out of the balloon on its own.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.